Event description:
It was reported that three to four weeks post-op of a gastric bypass procedure that the patient returned with a post-op leak. A drain was inserted but no other treatment was communicated to the rep. Patient status is currently fine.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is there alleged deficiency with ech60r, endocutter, and harmonic devices that may have caused or contributed to the post-op leaks? Please provide detail with potential correlation. Could you please provide a timeline of events? What is the current patient status? Where was the harmonic 1100 used? Was it in the same area as the post-op leak? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2022. Additional information was requested and the following was obtained: is there alleged deficiency with ech60r, endocutter, and harmonic devices that may have caused or contributed to the post-op leaks? The surgeon has no idea, the only thing they've done differently in the last seven months was adding the ech60r and the new harmonic har1136. He's also getting a lot of error codes with the har1136. Could you please provide a timeline of events? Timeline is unknown. What is the current patient status? Nothing new to report. Where was the harmonic 1100 used? It was used to mobilize the jejunum, used to create the otomys in the junums, they stick the staplers into the otomys and fire and sew it up. They do that again with the gastrostomy. They create the otomys in the stomach pouch. Was it in the same area as the post-op leak? Unknown.